Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two preface® guiding sheath with multipurpose curve and air flowed back into the side port. It was reported when the catheter was being inserted into the preface® guiding sheath with multipurpose curve, it would cause bubbles in the side port of the preface® guiding sheath with multipurpose curve. They stated they cleared the bubbles but every time they would insert a catheter, the bubbles would come back. They replaced the preface® guiding sheath with multipurpose curve and the issue occurred again. They replaced the preface® guiding sheath with multipurpose curve with one from a competitor and the issue resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable under both the preface® guiding sheath with multipurpose curve for air flowed back into the side port issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 31-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a preface® guiding sheath with multipurpose curve and air flowed back into the side port. The device evaluation was completed on 02-mar-2023. The product was returned to biosense webster for evaluation. And it was sent to cardinal health for further investigation. Visual analysis of the returned sample revealed no damage or anomalies on the device. Functional analysis was performed and it was found within the specifications. A device history record review was performed and no internal actions related to the reported complaint were identified. The complaint reported by the customer was not confirmed. No issues were observed during the functional test. Exact cause of the reported event could not be conclusively determined during the analysis. Procedural/handling factors might have contributed to this issue. Neither the phr review, nor the product analysis suggests that the event reported by the customer could be related to the manufacturing process of the unit. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).